Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump reset unexpectedly and insulin delivery was suspended. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the same cartridge was reloaded and insulin delivery was resumed successfully.